Event description:
It was reported that the green portion of the impactor that holds the implant cracked. Nothing left in the patient, backup was available so no delay in case.

Manufacturer narrative:
The femoral implant impactor was returned and evaluated. A visual inspection confirmed the complaint that the anterior cam bumper has fractured but is still attached to the anterior arm. This failure mode has been previously identified and corrective actions have been implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.